Event description:
On 11/18/2022, it was reported by a sales representative via email that an multifire scorpion needle tip, from an ar-2600sbs-10 knotless speedbridge implant system, was found to be broken off, on the 6th pass attempt. After spending some time looking for the tip of the needle, an x-ray had to be taken to help find the broken fragment. The multifire scorpion needle tip was found outside of the patient, and it was confirmed via x-ray that nothing was left inside the patient. Case was completed by opening an ar-7281 free needle. This was discovered during an open rcr procedure on (B)(6) 2022. Additional information received on 1/4/2023: per the sales representative, patient spent an additional thirty minutes under anesthesia while surgeon was looking for the broken needle tip.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.